Manufacturer narrative:
D4: UDI: n/a as this product code is bulk product. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: perfusionist. Visual and magnifying inspections of the actual device - no anomalies such as damage or deformation were found in appearance. - the tube was connected to the blood outlet port of the oxygenator and the bcp port and was fixed with a securing tie. Leak test of the actual device - as a result of flowing colored saline solution by gravity, a leak was observed at the tube connection of the bcp port. Remove the tube connected to the bcp port of the actual device and check the appearance. No anomaly such as deformation was found in the bcp port of the actual device. After the appearance of the tube connected to the bcp port was checked with a microscope, it was found that the tube had contact marks of the edge of the bcp port and securing tie. The contact mark of the securing tie was found to be on the root side of the bcp port from the contact mark of the edge. After attaching a factory-retained red cap to the bcp port of the actual device, the blood channel was filled with saline solution and the tube on the blood outlet side was blocked with forceps. Then, pressure of approximately 800 mmhg was applied, resulting in no leaks the manufacturing record and the shipping inspection record of the actual device no anomaly was found. Past complaint file of the involved product code/lot number no other similar complaint was received. Based on the investigation results, leaks were observed at the connection between the bcp port and the tube. It was considered that the securing tie attached to the bcp port was fixed at a part close to the edge, and it was insufficiently tightened, resulting in the leak in this case. The IFU (capiox fx05) indicates as follows regarding leak. Band all connections in the circuit. Regularly check all tubing connections and ports for looseness or leakage. Do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx05 oxygenator and reservoir. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo corporation received the following information: it was reported that a leak of the priming fluid revealed a hairline crack at the oxygenator outlet. During preparation, a leak of the priming fluid revealed a hairline crack at the oxygenator outlet, which was not initially visible. Infant tubing set. The set was exchanged with an identical set.